Event description:
Unable to interrogate the device of a dnr hospice patient. It is currently unknown if the patient had any procedures that may have affected device function. Will consult with the physician as the patient is a dnr. This will be updated if additional information is obtained.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.